Manufacturer narrative:
Sample was not available for evaluation.

Event description:
Baxter japan reports a crack on the body of a transfer set. Noted during use with no pt injury or med intervention required.